Event description:
It was reported that a remote transmission indicated intermittent atrial lead undersensing on the presenting strip. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d314trg ICD, implanted: (B)(6) 2012. (B)(4).